Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Log files were provided for evaluation. During the log review, the reported incident was confirmed and the mainboard will be replaced to resolve the issue. G1: contact information was updated.